Event description:
It was reported that the patient underwent anterior lumbar interbody fusion at l4-5, ls-s1 using fresh frozen cortical cancellous allograft wrapped in bmp2 for pseudoarthrosis status post previous lumbar interbody fusion with instrumentation l4-s1. The procedure included subsequent fusion exploration, removal of anterior lumbar instrumentation and subsequent revision fusion with instrumentation at the l4-5 and l5-s1. During the procedure, it was noted there was protrusion of the posterior pedicle screw instrumentation through the vertebral body and adjacent to the iliac vessels. The right l4/5 cage was visibly loose and nonhealed. The left cage demonstrated micromotion anteriorly. There was micromotion noted at both l5/s1 cage bone interfaces consistent with pseudoarthrosis. There was perhaps a spot weld of bone present at the posterior aspect of each cage, however no bone growth was noted anteriorly, thus resulting in micromotion as appreciated at the initiation of fusion exploration. Complete diskectomy was performed. The interbody devices were packed with fresh frozen cortical cancellous allograft wrapped in bmp-2 soaked collagen sponges and impacted midline of disk space. Final ap and lateral fluoroscopic images were obtained and showed excellent positioning of the interbody devices as well as anterior lumbar instrumentation. 40 days post-op the patient was seen for follow up for persistent low back pain. Patient reported 'significantly improved low back pain symptoms. He does describe some bilateral buttock soreness, worse with sitting. He has been utilizing a cushion for pain relief. [Patient] continue to wear his external bone stimulator faithfully and continues to maintain his10-pound lifting restriction. At 77 days post-op, the patient was seen for follow up. Patient reported 'overall, in regards [patient's] lumbar fusion, he has had drastic improvement of his low back pain and lower extremity radicular symptoms. He is pleased with his progress.' At104 days post-op the patient seen for follow up. He has had corticosteroid injection into the coccygeal bursa and has done well with it. Overall, it may be about 30%-50% improved. At times, he has pain that is centered over the left si joint. Assessment included: coccygeal bursitis, left sacroiliac joint arthralgia. At 106 days post-op the patient 'continues to do remarkably well with respect to his low back pain complaints. Persistent issue, however, is pain in the vicinity of his mid sacrum with radiation to the left gluteal musculature. He initially had complained of pain extending into the region of his coccyx. He has undergone three coccygeal bursal injections, which did help temporarily. He additionally is noting pain in the vicinity of the left si joint. He is scheduled to undergo an sl joint injection. Ap, lateral, spot lateral views of the lumbar spine were obtained and reviewed in the clinic today and show interval progression of healing of the inter body fusions at both the l4-5 and l5-s 1 levels.' At 122 days post-op, the patient is seen in follow up after 3 coccygeal bursa corticosteroid injections as well as si joint corticosteroid injection under fluoroscopic guidance on the left. 'He has noticed at least 50% improvement but still complains of pain particularly with sitting and standing. He notices more pain over his paraspinous muscles with radiation into his gluteal region. He continues utilizing his daily medicine. He is accompanied with his wife. He has no significant numbness or tingling or weakness. X-ray of the pelvis was taken showing mild sclerosing of the si joints. Normal appearing hardware in the l4 and l5 vertebral bodies and s 1 pedicle screws. Normal appearing hip joints with only mild sclerosing. No fractures.' At 145 days post-op, the patient was seen for follow up' [patient] has had a 'fairly dramatic improvement in his symptoms over the last several weeks.' At 165 days post-op, the patient presented for follow-up evaluation of revision anterior lumbar interbody fusion with instrumentation at l4 through the sacrum. '[Patient] states that he was doing very well in regards to his back pain and si joint pain. Unfortunately, he did suffer a fall this past saturday on his driveway. Since that time, he has had severe worsening of his si joint pain and coccygeal pain. Overall, [patient] describes significant improvement of his low back pain compared to his preoperative status. Lumbar radiographs obtained in the clinic demonstrate stable appearance of instrumentation at l4-5 and l5-s 1. There is a well-healed arthrodesis noted without evidence of hardware failure or screw loosening. [Patient] demonstrates difficulty dealing with residual pain symptomatology.' At 185 days post-op the patient was seen for follow up 'continuing to complain of pain in his low back near the si joints. He notes sharp spasm pain with prolonged standing, sitting or walking. Exanimation of his back reveals tenderness to palpation over the left si joint with some mild tenderness over the sacrococcygeal bursa, less tenderness over the right si joint. He does not have any tenderness over the piriformis at this time. He does note some tenderness over the greater trochanters bilaterally.' Doctor ordered a tens trial for patient. At 206 days post-op, the patient seen for follow-up on his bilateral si joint injections. He notes significant improvement. The left side is significantly more dull. He still has some pain in the midline. He worked out a little more intensely in the gym yesterday. His pain is rather intermittent. It is a sharp pain; it secerns to be positional. He is also more active since the injection. At 211 days post-op, the patient presented with a problem related to his neck.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.